Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's blower motor needs to be replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a device's blower motor was replaced to address a "ventilator inoperative" alarm condtion. During the evaluation of the device at the manufacturer's service center, the device failed test steps during testing. The device's active exhalation control module and system board were replaced to address the issues. The components were returned to the manufacturer's product investigation laboratory for further investigation. The root cause of the active exhalation control module failure was found to be caused by the solenoid valve being stuck open. The root cause of the system board failure was found to be caused by the (B)(4) capacitor degrading and not holding a charge.